Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient had difficulty charging the ipg due to ipg migration. The patient is also without stimulation. As a result, surgical intervention maybe pending.

Event description:
Additional follow up revealed that patient underwent a surgical intervention on (B)(6) 2018 and ipg was replaced.

Event description:
Additional follow up revealed that patient's ipg became inoperable due not charging as recommended. Reportedly patient has been without therapy and considering a revision.